Manufacturer narrative:
The field service engineer exchanged all probes for disk a, performed adjustments, and confirmed the module running back within specifications.

Manufacturer narrative:
This event occurred in (B)(6). The customer started to perform duplicate testing on all samples with lithium orders. Also, the customer replaced the analyzer's reagent probes. The field service engineer performed preventative maintenance on the customer's analyzer. The investigation is ongoing.

Event description:
The initial reporter received questionable li lithium results for 45 patient's tested on a cobas 8000 c 702 module. The initial results were not reported outside the laboratory. The customer performed repeat testing for confirmation. Below are five examples of questionable results received by the customer: patient 1's initial result was 1.054 mmol/l, and the patient's repeat result was 0.129 mmol/l. Patient 2's initial result was 0.871 mmol/l, and the patient's repeat result was 1.296 mmol/l. Patient 3's initial result was 0.620 mmol/l, and the patient's repeat result was 0.857 mmol/l. Patient 4's initial result was 0.153 mmol/l, and the patient's repeat result was 0.432 mmol/l. Patient 5's initial result was 0.250 mmol/l, and the patient's repeat result was 0.511 mmol/l. The lithium reagent lot number and expiration date were requested but not provided.